Event description:
During a robotic assisted cholecystectomy on (B)(6) 2024, the robotic hook was noted to have a cable sticking out of the tip of the instrument. The hook was set to the side and another instrument was used in its place. The instrument was tagged and sent to spd to be addressed. There were no deviations in care and no harm to patient caused. The procedure was completed as planned.